Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported patient experienced fever and pus oozing along the scs ipg incision site. Reportedly, patient was hospitalized and diagnosed with (B)(6) infection and awaiting CT scan results. Patient was treated with antibiotics (unknown if oral or intravenous). It is unknown if cultures were obtained. Reportedly, infection seemed to be resolving but pus was still noted. The patient was discharged with PICC line. Reportedly, the infection is getting better and patient has reduced the dose of antibiotics.

Event description:
Additional information identified that infection resolved with antibiotics.